Event description:
The customer observed a higher than expected lipase control results twice on architect c8000. After removing the multigent acetaminophen assay from the control panel, they got lipase results within the control normal range. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.